Event description:
It was reported that the device was implanted and explanted in 2007 due to unk reasons. Implant duration zero days. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.